Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via data transmission. Review of the data revealed that the pacemaker exhibited multiple episodes of noise reversion. Further investigation found the noise was caused by oversensing of the qrs complexes with two peaks and low level baseline chatter. Programming changes were recommended. No patient symptoms were reported.

Event description:
New information received stated that programming changes were made and no further noise reversion alerts were received since.